Event description:
Hill-rom received a report from the account stating the bed exit alarm would not set. The bed was located in the silverstein building. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the bed scale had not been zeroed prior to placing a pt in the bed. This was caused by user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the scale to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. The tech inserviced the nursing staff on how to operate the bed exit system. Based on this info, no further action is required.